Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6)2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 520 mg/dl with symptoms of drowsiness, extreme thirst, and excess urination. The patient visited an emergency room for the alleged event and was treated with insulin via injection and intravenous fluids. The reporter stated that there had been multiple call service alarms which caused a delay in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of frequent alarms.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: the pump powered on to a continuous call service 069 alarm. The pump's black box could not be downloaded. The alleged issue could not be investigated due to an unrelated failure.